Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found log errors 37 and 58. Upon further investigation the fse found that pim would cause an auto fill error upon troubleshooting. Unit would not recognize balloon or when the pim was plugged. The fse replaced pim module assembly (0997-00-1178 ) but it was due to a possible biohazard. All functional and safety test per factory specifications. Returned to customer and cleared for use.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) could not recognize catheter. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.